Event description:
The investigation has determined that higher than expected lactate (lac) results were obtained from a non-vitros biorad quality control fluid and vitros chemistry products calibrator kit 1 fluids using vitros chemistry products lac slides lot 3532-0115-4681 on a vitros xt3400 chemistry system. Biorad lot 56690 l2 result of 4.29 mmol/l vs. The expected result of 3.43 mmol/l. Vitros cal kit 1 lot 0190 l2 results of 3.87 and 3.87 mmol/l vs the expected result of 3.03 mmol/l. Vitros cal kit 1 lot 0190 l3 results of 14.51 and 14.52 mmol/l vs the expected result of 12.31 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros lac results were obtained from quality control fluids and calibrator fluids and no results were reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that higher than expected lactate (lac) results were obtained from a non-vitros biorad quality control fluid and vitros chemistry products calibrator kit 1 fluids using vitros chemistry products lac slides lot 3532-0115-4681 on a vitros xt3400 chemistry system. The assignable cause of the was determined to be a suboptimal calibration. The parameters from the calibration of reagent lot 3532-0115-4681 used when the higher than expected results were obtained was atypical compared to the database values. Following a recalibration event, vitros lac results returned to expectations. The cause of the suboptimal calibration is unknown. A possible cause is that the customer had used a pipette that was due to be calibrated when preparing the vials of vitros cal kit 1 lot 0110 that were used to obtain the suboptimal calibration. Improper calibrator fluid preparation was a possible contributor of the suboptimal calibration, however it could not be definitively confirmed or ruled out. Although precision testing was not performed on the vitros xt3400 chemistry system an instrument related issue is not a likely contributor of the event as quality control results have been precise and within expectations since the recalibration event on 07 january 2022. Additionally, vitros lac results were returned to expectations after a recalibration event without any troubleshooting actions being performed on the instrument. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros lac reagent lot 3532-0115-4681. Email address for contact office: (B)(6).